Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 6947 implantable tachy lead, (B)(6) 2008. A 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported by remote transmission the left ventricular lead had high thresholds and loss of capture. The lead integrity will be reviewed at the next follow up. The lead remains in use. No patient complications were reported as a result of this event.